Event description:
A customer reported a malfunction on their pump. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.